Event description:
The biomedical engineer (bme) reported that they recently had a power loss in the department and the uninterrupted power supply (ups) went out which took out the central nurse's station (cns) dual display. No patient harm was reported. Nihon kohdens service technician reset the displays properties which allowed the bme to have dual displays for patient monitoring.

Manufacturer narrative:
The biomedical engineer (bme) reported that they recently had a power loss in the department and the uninterrupted power supply (ups) went out which took out the central nurse's station (cns) dual display. No patient harm was reported. Nihon kohdens service technician reset the displays properties which allowed the bme to have dual displays for patient monitoring.